Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (20 mg at 3.39198 mg/day) and bupivacaine (20 mg at 3.39198 mg/day) drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had drug withdrawal with hot/cold sweats and diarrhea. The event date was (B)(6) 2018. The catheter was checked under fluoroscopy during a catheter access port (cap) contrast study, on (B)(6) 2019, and appeared to be patent but partially occluded. It was decided to replace the catheter. The catheter was replaced on (B)(6) 2019 and the issue resolved without sequelae on (B)(6) 2019. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs. Document contained no new information. Document contained no new information.